Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had blank display and alarmed for power loss, pump error detected, low battery. Customer states that they experienced high blood glucose of 366mg/dl which was treated with manual injections. Customer also mentioned that insulin pump also alarmed for insulin flow blocked alarm which was resolved by changing complete set that is reservoir and infusion set. Customer advised to revert to back up plan as per hcp¿s instructions. Insulin pump will not be return for analysis.